Manufacturer narrative:
The returned device analysis confirmed the reported noise. The clip jumpiness was not confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. An issue with the dowel pin in the arm positioner was identified and appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This will be filed to report during preparation, when turning the arm position to open a cracking sound was audible and the clip jumped to open suddenly and when the clip was closed as well. It was reported that during preparation of the clip delivery system (cds), when opening the clip by turning the arm positioner, a cracking sound was audible, and the clip jumped opened suddenly. When the arm positioner was turned to close the same cracking sound was audible and the clip jumped to close suddenly. After a second attempt, the same occurrence occurred; therefore, it was decided to replace the cds with another cds. One clip was implanted successfully reducing mr from 4 to 1-2. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.